Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift "up" switch. System operates as intended.

Event description:
The customer reported the vertical lift column "up" button sticks and the column lifts on its own. No patient injury was reported.